Event description:
Patient enrolled into the trial. Minor ipsilateral ischemic stroke reported. Patient recovered without sequelae. Please reference MDR 2183870-2009-00166 for spiderfx used in this procedure.

Manufacturer narrative:
The difference in time frame reporting versus the event date is due to the board review of the trial in 2009.